Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown. (B)(4). Retain product chemistry testing: results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer''s complaint. Results are within established acceptance criteria. Retain product visual evaluation: results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results are within established acceptance criteria. Manufacturing record review: environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records were reviewed and found to be in order. Returned product testing: visual inspection results do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer''s complaint. Results are within established acceptance criteria. Chemistry testing results do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer''s complaint. Results are within established acceptance criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she was having red eyes with use of consept onestep. She had red eyes when she used consept onestep 360ml in september; she destroyed the bottle. She had red eyes again when she used consept onestep 60ml in september, so she saw a doctor. The doctor found that she had no problems with her eyes. She was prescribed cravit. She checked contact lens at contact lens store, but the lenses had no problem. She remembered that sometimes the solution did not have a pink color when she used consept onestep. Her red eyes were relieved in two or three days after using cravit and at the time of calling she was using complete double moist without problem. No solution was returned to the manufacturer. Two sets of partial tablet sheets (one set lot number unknown, the other set lot# 54819) were returned. This report is to capture information for the tablets lot number 54819. Two additional separate mdrs will be submitted one for the other set of tablets of an unknown lot number and the other for the hydrogen peroxide solution.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.